Event description:
MFR rep reports the device was explanted due to pt infection. Drug used: morpine. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.